Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) gave an error message about peak. No patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The logs showed four "iab catheter restriction" alarms. The fse reviewed the manual for the "iab catheter restriction" alarm. There were no autofill or technical alarms found in the logs. The fse checked calibration and functional tests. The unit was pumped on a demo balloon to ensure that the unit was working correctly. The iabp was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) gave an error message about peak. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.